Manufacturer narrative:
The complainant facility returned the dialyzer to the manufacturer for physical evaluation. Visual examination of the device revealed the fiber bundle was streaked with blood residue and the fibers were wet with evidence of blood exposure. Coagulated blood was noted on the circumference of the fiber bundle and at both ends of the dialyzer between the screw flange and potting cut surface. Gross visual examination of the device observed a broken fiber at the non-cavity ID end (at approximately 40 degrees with the dialysate ports situated at 0 degrees). There was no other damage or irregularities noted; specifically no kinked, looped, or loose fiber fragments on the circumference of the fiber bundle. The dialyzer was subjected to a laboratory bubble point test where no leaks were observed (possibly due to the coagulated blood). The dialyzer was then subjected to destructive disassembly for further visual examination. The sonically welded screw flanges were removed, the cavity ID end of the dialyzer was severed below the base of the screw flange, and the fiber bundle was withdrawn from the housing. Subsequent to removal of the fiber bundle, the broken fiber was confirmed; however, the opposing end (if existent) was not able to be isolated. The exposed end of the broken fiber on the dialysate side extended past the bell housing. The inferior surfaces of both potting masses were examined for voids; no voids were noted. A records review was performed on the reported lot. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances identified during the manufacturing process which could be associated with the reported event. In addition, the batch record review confirmed the labeling, material, and process controls were within specification. The lot passed all release criteria. The investigation into the cause of the reported problem was able to confirm the failure mode. Although a leak was not observed during bubble point testing, a broken fiber was identified during visual examination of the device. The broken fiber may have resulted in the reported leak, and therefore, the reported failure mode is confirmed.

Manufacturer narrative:
(B)(4). The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility reported that an internal dialyzer blood leak occurred during treatment. The blood leak was visually observed in the dialysate compartment of the dialyzer. No dialyzer damage was visible. The machine did alarm. Blood test strips were used and they tested positive. The patient's estimated blood loss was approximately 300ml. No adverse effects were experienced by the patient as a result of this event and no medical intervention was required. The patient completed treatment with a new set-up on the same machine. It was reported that the device will be returned for manufacturer evaluation.